Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced an intermittent out of range signal. No additional patient or event information is available. The animas vibe and g4 system user's guide states: when used together with the dexcom g4 continuous glucose monitoring (cgm) system, the animas vibe insulin pump provides both continuous insulin delivery and continuous glucose monitoring in persons (age 18 and older) with diabetes. The dexcom g4 system is a glucose-monitoring device indicated for detecting trends and tracking patterns in persons (age 18 and older) with diabetes.